Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4). The chamber was visually inspected and pressure tested. Results: visual inspection revealed a stress mark on the chamber dome. There was no crack found in the dome. The pressure test revealed that there was no discernible leak in the chamber and it was thus within specification. A lot check revealed no other complaints of this nature for lot 120412. Conclusion: based on the appearance of the stress mark/scratch on the side of the dome it most likely occurred when the customer inserted the chamber into the heater base. We could find no evidence of leak in the chamber, so can conclude that the failed leak test the customer experienced was likely due to incorrect setup of the breathing circuit kit. All chambers are pressure tested before they leave the production line and any with holes or leaks identified during this process are discarded. This suggests that the damage occurred after the subject mr290 was released for distribution. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Event description:
A hospital in (B)(6) reported via our distributor that an mr290v humidification chamber failed the ventilator leak test and that they found a crack on the lower part of the chamber dome. This was found prior to patient use.